Manufacturer narrative:
The customer cancelled the service call indicating they had cleared the fault. No additional information has been disclosed.

Event description:
The customer reported the system's cine function failed to operate. No report of pt injury.